Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was a reported incident of braid deformation, reported severe stenosis, implanted more than 15 months ago. The product size was in 027 range and the manufacturer representative was not yet advised on size of stent. Patient is asymptomatic and is on dual antiplatelet. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU.